Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned

Event description:
Country of complaint: USA. Received a call from an lpn with the center for allergies and asthma area and she is requesting assistance with identifying the elements of vega knee. She has a patient that is reporting an allergic reaction to what she believes are the components to vega and she needs to know what it is made of to conduct an allergy panel to determine what is causing the reaction. She says that the patients procedure was over a year ago and has attempted to obtain this information from the surgery center that performed the procedure and she was unable to get a response. Patient injury and surgery involvement not reported. Patient experiencing pain and stiffness. Visits with original surgeon doesn't indicate any issues with device. However, patient has gone to outside source for allergy testing.

Manufacturer narrative:
Investigation: due to the circumstance that we did not receive any devices an investigation is not possible. This case was discussed with a specialist from the developement department. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents with postoperative allergic reaction have been filed with products from these batches. Conclusion and root cause: based on the information available we assume that the mentioned failure is not product related. We assume that the mentioned failure is probably patient related. Rationale: there are no hints of a product failure. It should be mentioned that it could be possible that some patients may have allergic reactions to bone cement ingredients like bpo (benzoyl peroxide). No CAPA is necessary.